Manufacturer narrative:
(B)(4).

Event description:
It was reported via ansm "the bag tore during extraction, exposing the gall bladder. No consequence for the patient. The bag was changed".

Event description:
It was reported via ansm "the bag tore during extraction, exposing the gall bladder. No consequence for the patient. The bag was changed".

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device so the root cause of this complaint was determined as "undetermined/unknown". As the root cause of this complaint was not determined, no corrective I preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend for reports of this nature.